Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the system 98xt intra-aortic balloon pump (iabp) rod that holds the bag is broken. There was no patient involvement.

Manufacturer narrative:
Corrected fields: e1- event site name, event site address. Updated fields: b4, d9, g3, g6, h2, h3, h11. Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. The failure mode is broken IV pole that hold the saline bag and there was no any other malfunction. There was no patient involvement. This made the complaint non reportable to FDA. There wont be any followup reports submitting for this record. Please cancel this in your database. Complaint ID (B)(4).

Event description:
N/a.